Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 225cc and experienced deflation on the left breast implant and bilateral ptosis post procedure. As a result bilateral explant, mastopexy, and capsulectomy was performed on (B)(6) 2020. The left sided deflation was reported initially under 1645337-2018-05907 on (B)(6) 2018. On (B)(6) 2020 mentor received additional information and initial awareness of bilateral ptosis. This report relates to the right prosthesis.